Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the spare lamp warning kept coming on some kind of temp warning - replaced lamp was put in but it still does the same thing was not confirmed. Additionally, heavy dust accumulated on the housing fan, a third-party lamp had insufficient heat compound. The lamp thread-hole got stripped and caused the lamp not being secured properly, can cause overheating issue and triggering spare lamp to turn on. The non-olympus lamp life meter was reading at 300+hours, light intensity output of range. Corrosion on bottom side chassis, corrosion on front panel chassis. Worn-out socket slider switch causes intermittent use of high intensity mode. Corrosion inside scope socket tubing. Corrosion inside air pump tubing. Scratches on top cover are ok to use as is. Dents and a fracture on front panel mouth are ok to use as is. Main power switch was up to date. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight years since the subject device was manufactured. Based on the results of the investigation, there was mostly likely a failure or a malfunction of the spare lamp that caused the warning to keep coming on. However, the root cause of the events could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source spare lamp warning kept coming on with some kind of temperature warning; a replacement lamp was put in but the warning was still present. The issue did not affect the diagnostic or therapeutic outcome for the patient. However, they had to discontinue the procedure and moved the patient to another room. Though the procedure was moved to a different room, the patient condition was not impacted. There were no reports of patient injury or medical intervention associated with this event.